Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter. The patient suffered ventricular fibrillation and cardiac arrest requiring chest compressions. It was reported that during ablation, the patient¿s heart rate increased due to the ablation effect, and it broke down and became ventricular fibrillation, but did not occur thereafter. This occurred during ablation. The patient returned to sinus mode by dc. In the same way, vf became 5 times when ablation was present, dc was injected twice, and the remaining 2 times stopped spontaneously with chest compression. The procedure was then successfully completed. The physician commented that in particular, they tended to have reactions to ablation. Additional information was received on the event. It was returned to sinus mode by dc. In the same way, vf became 5 times when ablation was present, dc was injected twice, and the remaining 3 times stopped spontaneously when chest compression. The procedure was then successfully completed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30658253m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 14-jan-2022. It was reported that the patient is a 32 year female. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition related. Intervention provided was for each of the 6 vfs, dc (direct-current (dc) cardioversion-defibrillation) was performed 3 times and chest compression was performed 3 times. Patient outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event. Generator used in the procedure was the smartablate generator. Therefore, section a. Patient information and field d 10. Concomitant medical products and therapy dates were populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 08-feb-2022, clarifying what it meant by ¿dc and that dc was injected twice¿. For 6 ventricular fibrillations, dc (direct-current (dc) cardioversion-defibrillation) was performed 3 times and chest compression was performed 3 times and each time the patient returned to sinus rhythm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).